Manufacturer narrative:
(B)(4). Report source: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cement could not be processed, because it solidified too quickly, within 5-6 minutes. No health consequences to patient were reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. A retained sample of the batch has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. This device is used for treatment. Complaint history identified additional similar complaints for the reported item and additional complaints for the reported part/lot combination. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend

Event description:
No further event information available at the time of this report.